Event description:
Same case as MDR ID: 2134265-2013-07819. (B)(4) study. It was reported that worsening coronary artery disease and in-stent restenosis occurred. In june 2012, the subject presented with unstable angina and was referred for cardiac catheterization. The target lesion was an in-stent restenosis of an unknown of previously placed stents located in the first obtuse marginal (om) with 90% stenosis and was 10 mm long with a reference vessel diameter of 2.25 mm. The physician treated the target lesion with pre-dilatation and placement of two 2.25 mm x 12 mm promus element plus stents in an overlapping fashion, with 0% residual stenosis. The next day, the subject was discharged on aspirin and prasugrel. In (B)(6) 2013, the subject was hospitalized due to worsening coronary artery disease and was referred for cardiac catheterization. The 90% in-stent restenosis of the previously placed study stents located in the first om was treated by percutaneous coronary intervention (pci), with 0% residual stenosis. Also, the 90% stenosis located in the proximal left circumflex (lcx) was treated by pci, with 0% residual stenosis. On the same day, the event was considered resolved and the subject was discharged on aspirin and prasugrel the next day.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Event date corrected from (B)(6) 2013 to (B)(6) 2013. (B)(4).

Event description:
Same case as MDR ID: 2134265-2013-07819 promus element plus clinical study: it was reported that worsening coronary artery disease and in-stent restenosis occurred. In (B)(6) 2012, the subject presented with unstable angina and was referred for cardiac catheterization. The target lesion was an in-stent restenosis of an unknown of previously placed stents located in the first obtuse marginal (om) with 90% stenosis and was 10 mm long with a reference vessel diameter of 2.25 mm. The physician treated the target lesion with pre-dilatation and placement of two 2.25 mm x 12 mm promus element plus stents in an overlapping fashion, with 0% residual stenosis. The next day, the subject was discharged on aspirin and prasugrel. In (B)(6) 2013, the subject was hospitalized due to worsening coronary artery disease and was referred for cardiac catheterization. The 90% in-stent restenosis of the previously placed study stents located in the first om was treated by percutaneous coronary intervention (pci), with 0% residual stenosis. Also, the 90% stenosis located in the proximal left circumflex (lcx) was treated by pci, with 0% residual stenosis. On the same day, the event was considered resolved and the subject was discharged on aspirin and prasugrel the next day.